Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Subsequently, the customer's blood glucose (bg) was "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. The customer continued to use the pump for insulin therapy.